Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. Initial visual inspection of the instrument noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
No reported condition.